Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert. Device data was reviewed by rhythmcare. Data analysis confirmed this device exhibited premature battery depletion due to increased power consumption. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.